Event description:
It was reported to boston scientific corporation that a preloaded advanix biliary stent with naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography procedure, within the common bile duct of a patient, on (B)(6), 2010. According to the complainant, during the procedure the stent and delivery system had difficulty advancing through the 4.2mm pentax endoscope, and became stuck. The stent and delivery system were removed from the endoscope, and upon removal the stent prematurely deployed within the endoscope. The stent then became stuck again. The endoscope remained within the patient, and rat tooth forceps were used without issue to remove the stent, with no harm to the patient. The procedure was completed with the same endoscope and another competitor's plastic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.